Manufacturer narrative:
The calibration was last performed on (B)(6) 2025, and it was acceptable. Qc recovery was acceptable on the day of the event. After performing the service actions, qc was performed with successful results. The instrument was performing within specifications. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The probnp ii reagent lot number was 834627. The expiration date was not provided. The field service engineer found an issue with the sample preparation, where a bubble was detected in the tube prior to the sample aspiration. He cleaned the pre-wash drain and decontaminated the pre-wash drain path. He then removed the bead mixer blockage, verified the gear pump pressure, the fluidics, and the conditions of the probes and the syringes. Precision studies were performed, and they were within specifications. The instrument was back in operation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys probnp ii assay on a cobas e 801 analytical unit. Initial result: <35 pg/ml (accompanied by a data flag). The initial result did not match the patient's previous results, prompting the repeat of the sample. No questionable result was reported outside the laboratory. 1st repeat result: 606 pg/ml (tested on a different cobas e 801). 2nd repeat result: 497 pg/ml (tested on the original e 801). The repeat result of 606 pg/ml was deemed to be correct.